Event description:
Sex: unk. Procedure: unk. According to the reporter, "I was doing a sacrospinous ligament fixation with the endo stitch (surgidac suture) and the needle came off the suture material. I was able to find half of the needle. I am not sure if the needle broke before or after it came loose from the suture."